Event description:
It was reported that the ventricular lead microdislodged with pacing thresholds of 2.25v at 1.5 ms. It was later determined via review of manufacturer's database that the patient had died. There is no allegation from a health care professional that the death was device related. Follow up with clinic reported patient was receiving radiation therapy for cancer and death was due to pneumonia due to immunosuppression secondary to chemotherapy. Patient had been paced in the atrium 98% of the time, rarely in the ventricle. High ventricular pacing threshold was not of concern to the physician. It had been observed at the first followup and was considered to be due to microdislodgment. The last device check had been (B)(6) 2010 and patient was noted to have paroxysmal atrial fibrillation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular lead microdislodged with pacing thresholds of 2.25v at 1.5 ms. It was later determined via review of manufacturer's database that the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.